Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that during the procedure to treat a lesion located in the mid left anterial descending (lad), the stent became dislodged; however, it was successfully compressed into the vessel using a 3.0 x 12 mm balloon. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without any blood or contrast visible. The stent implant was not returned. The balloon was tightly folded. There were crimp marks on the balloon between the markers. The distal end of the soft tip was stretched. There were two kinks in the hypotube, 13.5 cm and 23.5 cm and distal to the strain relief tubing. There was no other damage noted to the sds. The protective sheath was not returned. Product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion.